Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of medical records confirmed the reported event. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical product: femur cemented (ps) standard left size 12, catalog: 42500607401, lot: 63131419. Tibia cemented left size h, catalog: 42532008301, lot: 63154759. Articular surface (ps) left 14 mm height, catalog: 42511401014, lot: 62549431, unknown bone cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00226, 0002648920-2019-00573, 0002648920-2019-00574, 0002648920-2019-00575.

Event description:
It was reported the patient was experiencing worsening pain approximately one year post total knee arthroplasty. The patient's nerves were cauterized due to the pain. The patient also experienced a decrease in ambulation and is using an assistive device with walking. No additional patient consequences were reported.